Manufacturer narrative:
The actual device was not returned for evaluation and therefore the reported event could not be confirmed or replicated. An investigation of the device manufacturing records was conducted. A batch record review was conducted and confirmed there were no deviations or non-conformances. Product labeling, material, and process controls were found to be within specifications. Per fresenius medical care pharmacovigilance physician the event of peritonitis is unlikely related to the newton cycler. There were no reports of a fluid leak. The most likely cause of peritonitis in a pd patient is touch contamination. The patient was treated with antibiotics and continues treatment on the same cycler. Medical records and treatment sheets were not available for review. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events rec'd between march 21, 2011 to march 11, 2013.

Event description:
A peritoneal dialysis patient's daughter called tech support for complaints of drain complaints of drain complications. Daughter mentions that the weigh bag looked a little cloudy. During a f/u phone call the patient's daughter stated that the patient was admitted to the hospital for the cloudy fluid and had an infection of her stomach. The patient was treated with intraperitoneal antibiotics and discharged home. Daughter did not know the cause of the peritonitis but stated there were no cycler issues and no fluid leaks. The peritonitis but stated there were no cycler issues and no fluid leaks. The peritoneal dialysis rn (pdrn) affirmed the cause of the peritonitis was unknown. There were no reported fluid leaks.